Manufacturer narrative:
This lead has been returned and is currently going through analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this lead was explanted from the patient for an unknown reason. No further information regarding how or why this happened was made available from the field. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.